Event description:
The customer stated, that he tested his blood glucose and received a reading of 250 mg/dl. He retested using a one touch meter and received a reading of 116 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter is to be returned for evaluation, and replacement meter will be sent.